Event description:
It was reported that the customer's insulin pump alarmed during prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protrude/loose drive support disk. Unable to confirm the alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.